Event description:
The customer reported that during a gastrectomy, the device blade would no longer move. The jaws would then not open while on tissue. The device was pulled off with minor bleeding that was controlled with a second device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.